Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the system shut down and did not power back on. Upon troubleshooting, the fse found that the on/off circuit was staying in the off state. Nss recommended the initial replacement of the mpdu (mains power distribution unit) control board. The fse replaced the mpdu and sibbox unit, but the system still would not power up. Upon further investigation, the fse installed the interface module (mdy), but there was no change in the symptom. The fse contacted nss for further troubleshooting. Nss identified that the crcb (controlled resonance combination circuit breaker) in the cy box could be the issue. To resolve the issue, the fse replaced the crcb board in the cy box. The defective mpd control unit, crcb connection board, and sibbox unit were returned to philips for failure analysis. The analysis result of the crcb connection board showed that the failure mode was an electrical defect, and the failure of the mpd control unit and sibbox unit could not be conclusively determined by the supplier's part analysis. However, the replacement of the mpd control unit and sibbox unit by the field service engineer has resolved the reported issue and restored the functionality of the system. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system shut down and did not power back on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.